Manufacturer narrative:
Returned product was evaluated by engineering finding single point contact was observed on the proximal and distal end of the rod, which indicates the tulip angle of the polyaxial screw was not appropriate and/or the contour of the rod did not allow the rod to sit flush in the saddle of the screw leading to improper engagement of the rod with the lock screw. This results in edge loading of the cap screw and can contribute to lock screw back out. Smearing of the rod surface was observed indicating motion of the rod relative to the polyaxial screw/lock cap assembly. Improper surgical technique was the main contributor to the failure of this construct. Information provided indicates that the surgeon attempted to compress the tulips of the construct using a competitive compressor that was not compatible with the system. This caused over angulation of the tulip heads rather than the intended compression. The observations above conclude that 2 lock screws were not properly seated to the rod at final locking. No corrective actions are warranted as the failure cannot be attributed to any design or manufacturing issue with the polyaxial screw, rod, or lock screw. Review of manufacturing history records found a total of (B)(4) pieces of this lot released for distribution in july/august of 2012 with no deviation or anomalies. Complaint history review did not identify a trend for reports of this nature. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2016-00034 & 000035).

Event description:
It was reported that a procedure was performed in (B)(6) for decompression, insertion of interbody cage and fixation of l5-s on (B)(6) 2016, utilizing the surelok c extended tab pedicle screw system. The procedure was completed successfully and there were no issues with the instruments or implants. The cap screws were locked down with the torque handle, including final tightening. Subsequently, on (B)(6) 2016, the patient complained of pain and radiographs taken, lateral to l5, found that one cap screw on the left side had backed out completely. Revision was performed on (B)(6) 2016, during which it was identified that both left side cap screws had backed out. Both were removed, along with the rod and pedicle screws and replaced with a competitor's product.